Event description:
It was reported that a loud alarm sound was heard when a patient was receiving ventilator support. The nursing staff promptly responded and found that the ventilator had shut down unexpectedly, stopping ventilation. The alarm indicator and power button were illuminated red, and the gui was blank. The user manually ventilated the patient, and when the ventilator resumed ventilation, the patient was placed back on the ventilator. The hospital will not share any patient demographics per their policy. The debug logs confirmed a momentary cpu reset, and ventilation resumed within 17 seconds at the previous set settings.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.